Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.additional information:device not received. Returned to originator.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastroplasty procedure, according to the medical report, the stapler was closed in the cavity, on the fifth firing. When it was going to be removed, it locked. Another like device was used to complete the procedure. There were no adverse consequences for the patient.